Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results showed that a power on reset (por) occurred. On (B)(6) 2010 at 07:31:02, the device recorded a critical ram parity error por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results showed that a power on reset (por) occurred. On (B)(6), 2010 at 07:31:02, the device recorded a critical ram parity error por. Corrected data: patient date of death and removed device remains activated device code. Change made to device conclusion.

Event description:
It was reported that an ICD experienced an electrical reset due to a parity error. The device remains implanted. No patient complications have been reported as a result of this event.

Event description:
Asku